Event description:
On (B)(6) 2006, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent a procedure to address distal trunk migration. The device was straightened out with a balloon, then another trunk was placed extending up to the superior mesenteric artery, with a stent to preserve blood flow into the right renal artery. Three contralateral legs were also added, relining the existing devices. The pt tolerated the procedure. According to the physician, the graft migration may have been due to aneurysm enlargement from a type ii endoleak.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.